Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of remote transmission, it was noted that the left-ventricular (lv) lead and the right-ventricular (rv) lead exhibited loss of capture. As a resolution programming changes were performed. There were no patient consequences, and the patient would be continued to be monitored.